Event description:
It was reported that there was a short gamma nail revision done due to a fracture distal to the gamma nail, revised to a long gamma nail.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned no physical examination could be carried out. The affected implant is a temporary implant can be subject to a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. To date no breakage has been reported for the product in question that was based on deviation in manufacturing or material. In this case there was no information provided that the implants were damaged or had contributed to the alleged event. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. Results of recommended regular follow-up examination were not provided. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. The implants were not returned due to hospital policy. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information and since no deviation was found in the manufacturing documents a deficiency in the nail could not be verified. The file will be closed and will be reopened when substantive information or the item(s) become available.

Event description:
It was reported that there was a short gamma nail revision done due to a fracture distal to the gamma nail, revised to a long gamma nail.